Event description:
On 09 august 2021, a call was received from the outpatient pharmacy manager at (B)(6) hospital regarding a symjepi that failed to engage properly. According to the pharmacy manager, (B)(6), on (B)(6) 2021 a nurse at one of their urgent care clinics attempted to administer symjepi 0.3 mg to a patient, when the symjepi used failed to engage and medical was unable to be given. He further stated that while inside for administration, the plunger could not be activated. Symjepi was removed from skin and was unable to be engaged or given after 2 more attempts. Ultimately the patient was given another form of epinephrine along with dexamethasone and diphenhydramine. The symptoms resolved and the patient was in stable condition. According to the pharmacist, the ndc number for the symjepi in question is 78670-0130-02 and the lot number is 20121w. He did not know whether the symjepi was available to be returned for further testing. Several unsuccessful attempts were made at contacting the pharmacy manager for additional information regarding the product complaint.